Event description:
It was reported that there were black residue on the tubeset.

Event description:
It was reported that there were black residue on the tube-set.

Manufacturer narrative:
The cosmetic appearance failure mode of black residue was confirmed on the unit returned. Upon device inspection it was noted that there was some black/grayish stains on the blister pack and on the white wiring, tubing and handpiece. As per the evidence at hand root cause is severe shipping conditions, which caused the rubbing of the tip against the blister walls, wiring, tubing and handpiece, thus, staining them. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.